Event description:
Cormet revision after approximately 7 years and 5 months due to reported elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per (B)(6) final report: in order to conduct a thorough investigation of the event, device details, patient age, activity level, patient medical history, operative notes and available x-rays and device return were requested. However, no further information was provided. As the device details were not provided, the manufacturing records were not retrieved. Without more information, no further investigation could be performed. Based on this, corin now considers this case closed. However, should more information be provided, the case will be reopen. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including device details, operative notes, post primary and pre revision x-rays, patient medical history and return of the explanted devices has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision after approximately 7 years and 5 months due to reported elevated cobalt and chromium ion levels.